Manufacturer narrative:
Results - is based upon eval of user facility info and pictures of the involved sample; is based upon retain sample eval. Conclusions - is based upon eval of user facility info and pictures of the involved sample; is based upon retain sample eval. The involved device is currently in shipment to the mfg facility for eval. However, photographs of the device have been examined. Examination of the pictures of the device confirmed that the guidewire's coating had been damaged such that the core wire was partially exposed at the transition point of the polyurethane coating. Eval of a retained sample from the reported lot confirmed there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be definitively determined based on the available info. The results of the eval of the pictures of the sample are most consistent with damage to the guidewire coating due to the distal edge of another device pushing back the proximal end of the urethane coating such that it was partially peeled off the wire and then rolled back on itself in the distal direction during removal. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. A supplemental report will be submitted after the involved sample is received and evaluated at the mfg facility. (B)(4).

Event description:
The user facility reported that a portion of the guidewire coating had been moved distally exposing the core wire during a procedure. F/u communication confirmed: resistance was encountered during advancement of the balloon; the physician then felt "a pop" as the balloon was pushed past the resistance; subsequently, the movement of the balloon catheter over the wire "felt gritty and hampered"; the entire device was able to be removed; a separation at the transition point of the polyurethane coating was observed exposing approx 5-mm of the core wire; the procedure was completed successfully using a second glidewire; and there was no impact to the pt.